Manufacturer narrative:
No product was returned for laboratory analysis and our investigation is ongoing. Upon completion of our investigation, a supplemental report will be filed. (B)(6). (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve using this delivery system, a balloon ruptured requiring intervention to prevent impairment/damage. Additional information has been requested directly from the hospital with no response at this time.

Manufacturer narrative:
Completion of investigation: the lot history record for this device could not be reviewed as the lot number was not available. From the available information, a conclusive cause of the reported balloon rupture could not be determined. It was reported that intervention was required to prevent impairment/damage. However, no additional information has been received. This event will be reassessed if additional information is received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.